Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl and correction boluses were delivered to address the bg level. During troubleshooting with tandem technical support, the customer noted a crack in the cartridge. The customer was to change the cartridge, infusion set tubing and site.